Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch plunger lever alert. No adverse patient effects were reported.

Manufacturer narrative:
One used medfusion® 3500 syringe pump was received for investigation. A visual inspection revealed the device to be in poor physical condition; the top case was chipped and cracked and the bottom case was damaged. Evidence of the reported issue was found in the pump event history log. The issue could not be duplicated after flow and occlusion tests. After checking the alarm history, it was noted the clutch was released during an infusion causing the check clutch error. The root cause was attributed to a user issue; the failure is a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU. The customer's reported issue of check clutch / plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion.